Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 2 days after the sensor had been inserted in the arm. On (B)(6) 2024, the patient¿s cgm reading was 277 mg/dl after going to the gym, and the patient self-treated with insulin. No bg reading was taken at that moment. The patient took a shower and fainted shortly after. The patient was seen fainting by another person at gym and an ambulance was called. Once the paramedics arrived, a fingerstick was taken and the bg reading was 40 mg/dl, but the patient did not remember what the cgm reading was at that moment. At an unspecified time, the patient regained consciousness, the cgm reading was 325 mg/dl and the bg reading was 60 mg/dl. The patient was transported to the hospital and was treated with a glucagon injection and unspecified intravenous fluids. After 3 hours at the hospital, the patient had recovered and was discharged. At the time of discharge, the cgm reading was 345 mg/dl, and the bg reading was 120 mg/dl. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were not a complete set of reported glucose values available to search within the parkes error grid calculator at the time of the event. The reported glucose values fall within the d zone of the parkes error grid calculator when the patient was tested by the paramedics. The reported glucose values fall within the c zone of the parkes error grid calculator when the patient was tested at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia.